Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested. Results: visual inspection revealed a crack along one of the swivel wye ports. The pressure test result was also outside of the specification. A lot check was not performed as lot information was not provided. Conclusion: we are unable to determine the root cause of the fault reported by the hospital. All infant evaqua breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit illustrate in pictorial format the correct set-up and proper use of the breathing circuit kit. It also states the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the swivel wye of an rt266 infant dual heated evaqua2 breathing circuit sustained a crack after five days of use. No patient consequence was reported.